Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the necessary supplies, resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.